Manufacturer narrative:
A visual inspection and additional testing methods were performed on the returned device. The reported difficulty to advance or communication problem was not able to be confirmed due to the condition of the returned device (dried contrast throughout) preventing functional testing. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulty advancing and communication problem appear to be related to circumstances of the procedure. There was an optical fiber break noted to the returned catheter, which was the cause for the reported communication failure. In this case, it is likely that the difficulty to advance the catheter was caused by the patient anatomical conditions, which resulted in the optical fiber break. The stretching which resulted in a tear at the guidewire exit notch is consistent with use (the catheter being inserted onto a guidewire), and may both cause or be caused by the difficulty advancing the catheter; however, it is not directly attributable as the root cause to the reported event. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Reportedly, the dragonfly imaging catheter was used during the procedure. There was resistance felt advancing the catheter to the lesion, due to the anatomy. Therefore, the catheter was disconnected, and an extension was added to the catheter, however, a reconnection could not be established. Therefore, the imaging catheter was removed and the procedure was completed without a replacement device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. During the product return investigation, the dragonfly opstar imaging catheter's guidewire exit notch was found to be torn.